Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 3006705815-2023-04285 and 3006705815-2023-04286. It was reported that an infection developed at the patient's ipg site and the extensions became disconnected from the leads. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's ipg and extensions were explanted to address the issue.